Event description:
I had wrong micro cutting with the atom in a lasik operation. When they did wrong cutting flap decided to suspend the operation. All this has caused me serious problems headache and trouble seeing. Today I stand before an unsafe condition, clinical trial is occurring but I have refused to submit my medical records.